Manufacturer narrative:
This medwatch report is for the reported driveline infection, sepsis and patient death. The referenced connect driveline alarms and pump off event was reported under medwatch MFR. Report #2916596-2016-00347. Approximate age of device ¿ 2 years and 6.5 months. The pump was not returned to the manufacturer for evaluation, as it was not explanted. A direct relationship between the device and the reported event could not be determined. The instructions for use lists driveline infection and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been implanted with a left ventricular assist device (lvad). The patient expired on (B)(6) 2016 with the cause of death reported as sepsis. On (B)(6) 2016, the patient was admitted to the hospital with reported constant connect driveline, low flow and low voltage alarms even though the driveline was connected. The patient's system controller was exchanged by ems prior to admission, but the connect driveline alarms continued. The pump running symbol was not on despite the driveline being connected to the system controller appropriately and securely. The patient was taken to the hospital. An internal driveline wire fracture was suspected; however, x-ray images of the driveline did not show any obvious areas of concern. The pump remained off and plans were made for the patient to be discharged to home on approximately (B)(6) 2016. The patient was reportedly symptomatic; however, no specific information regarding symptoms was provided. It was also reported that for an unspecified extended period of time, the patient had a previously unreported driveline infection and was non-compliant with the antibiotic regimen. The patient was not a candidate for any advanced treatments. The patient was not discharged to home as originally planned and expired on (B)(6) 2016 with the cause of death listed as sepsis. The hospital staff felt that the cause of death was most likely the combination of no longer being on vad support and the overwhelming infection.